Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an induction testing for the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system the first standard shock was unsuccessful. A manual shock was delivered, and technical services (ts) was consulted if it was standard or reversed. Technical services (ts) discussed that the polarity was likely standard, and that the device would have to start to charge again on its own for device based logic to reverse polarity. Ts discussed programming options to set reverse polarity as first shock. This sicd system remains in service. No adverse patient effects were reported.